Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: there was no pump data from the time of the event available due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose of "high 2's to low 3's" mmol/l with shakiness. The patient stated that after delivering insulin for a snack blood glucose levels would drop. The patient stated that the blood glucose levels were treated with oral carbohydrate and no medical intervention was required. The patient was inquiring about the insulin on board feature. The feature was reviewed and was found to be working appropriately. The patient declined further troubleshooting of the low blood glucose levels as the patient felt that the pump settings needed adjustments. This report is made based on the allegation that the patient experienced hypoglycemia related to a need for pump settings adjustments.